Event description:
Information was received that the "relief/alarm pressure" on a smiths medical pneupac parapac ventilator is not working. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in fair condition. During an initial check, it was found that the relief alarm pressure knob was stuck and would not turn. The stuck knob confirms the customer reported complaint allegation. After removing the knobs and faceplate, the relief alarm pressure shaft assembly was realigned as it was found to not be in its proper position. Once aligned, the relief alarm pressure function operated as intended. Then the device was able to pass all functional checks. The problem source of the event was noted to be from user interface.